Manufacturer narrative:
(B)(4): the customer reported that the ac power and the batt charge leds were not lit. When the unit was powered up, there was a "low battery" screen alert. There was no report of pt involvement. A philips field service engineer evaluated that unit and verified the failure. Replacement of the power supply resolved the failure.

Event description:
The customer reported that the ac power and the batt charge leds were not lit. When the unit was powered up, there was a "low battery" screen alert. There was no report of pt involvement.